Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the battery telemetered value measured 2.81 volts and the 2.31 volts loaded. The incorrect recommended replacement time battery voltage measurements are the result of high internal battery impedance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device elective replacement indicator was triggered prematurely, due to high battery impedance measurements. The device was explanted and replaced. No patient complications have been reported as a result of this event.